Event description:
It was reported the patient alert triggered for long charge time of greater than 30 seconds. The test in office was normal, and the last capacitor reform was fine. The physician elected to replace the device since it was approaching end of battery life. No patient complications were reported as a result of this event. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined the high voltage capacitors deformed resulting in an inefficient charge circuit and long charge times. When the high voltage capacitors were reformed during analysis, the charge times returned to the expected time frame and the device was able to charge and deliver appropriately.